Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a ureteroscopy procedure performed on (B)(6), 2010. According to the complainant, the retrieval coil was used to successfully extract stones from the ureter. However, at the conclusion of the procedure, the retrieval coil would not close. As a result, the physician was unable to extract the device from the ureteroscope. No stone was engaged in the coil at this time. A catheter was advanced over the device to close the coil. The catheter and retrieval coil were then successfully removed from the scope as a unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
Evaluation of the returned device revealed kinking on the blue sheath and core wire. Additionally, portions of the white heat shrink were missing and the blue green heat shrink was pulled away from the distal stop. It was confirmed that no portion of the heat shrink detached inside the patient. The device was unable to close properly. The most probable root cause for this complaint is operational context.